Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19923. It was reported the patient's stimulation turns off when she moves. An sjm representative interrogated the scs system and found invalid impedances, surgical intervention has been scheduled to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.